Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 339 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer continued to use the pump for insulin therapy.